Manufacturer narrative:
(B)(4). Investigation summary: inspected 7pcs retention parts cannula adhesive appearance, IV and np point quality, cannula angle and cannula pull force. All results passed. (B)(4) representative samples from this batch was received from customer and inspected cannula adhesive appearance , IV and np point quality, cannula angle and cannula pull force. All results passed. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Bd was not able to duplicate or confirm the indicated issue hence the root cause is undetermined. Root cause description: undetermined. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported that during use with a bd pen needle 32g x 4mm the cannula broke off on 2 occasions, one needle was not recovered. There was no report of patient impact. The following information was provided by the initial reporter, translated from (B)(6) to english: the product is used by the client's husband, injected twice a day. The product is disposable, the specific time cannot be determined. 2 broken needles (not sure whether the broken needles were in the body, one needle was not found, and the other one was broken by touching it with the hand after injection).